Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facscanto¿ ii system w/fluidics cart high absolute counts occurred with patient samples.there was no reported patient impact. The following information was provided by the initial reporter: customer reports that the same issue of case (B)(4) came back. Customer is running patients' samples prepared manually in trucount tubes and the resulting absolute counts are too high. Customer uses multi check controls which also show higher values than the acceptable ranges. Customer run the same tubes on a different instrument (also facscanto ii) and got correct values within the acceptable range. The analysis was done using facscanto clinical 3.1.

Manufacturer narrative:
H6 investigation summary: scope of issue: the scope of issue is only limited to part # 338962 and serial # (B)(6) . Problem statement: customer reported complaint on a bd facscanto ii cytometer 4/2/2 sys ivd ¿ 338962 of obtaining incorrect absolute counts resulting in potential erroneous results. Manufacturing defect trend: there is zero qns (quality notifications), related to the reported issue. Date range from 07sep2019 to date 07sep2020. Complaint trend: there are 7 complaints related to erroneous recording of data from the cytometer; date range from 07sep2019 to date 07sep2020. Manufacturing device history record (DHR) review: DHR part #338962 serial # (B)(6) , file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of why the customer obtained incorrect absolute counts on patient samples was due the kineflex blue laser being out of alignment. Customer is running patient samples prepared manually in trucount tubes and the resulting absolute counts are too high. Customer also ran the same tubes on a different facscanto ii instrument and got correct values within the acceptable range. The fse (field service engineer) analyzed the issue and resolved it by re-adjusting the kineflex blue laser. In addition, canto software was reinstalled and parameters were checked against manufacturing requirements. After the adjustment the instrument was tested and performing as expected. No parts were requested for evaluation because not parts were replaced. Although the unexpected results were from patient samples, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. The customer confirmed that the patient sample was rerun on the instrument and acquired acceptable results. After the repair, the instrument was rebooted, tested and functioning as expected. The safety risk is low as there was no impact to patient health or safety. Service max review: review of related work order #: 01597384, case # (B)(4). Install date: 08sep2008. Defective part number: n/a. Work order notes: subject / reported: 338962 - bd facscanto ii - incorrect absolute counts. Problem description: customer reports that the same issue of case (B)(4) came back. Customer is running patients' samples prepared manually in trucount tubes and the resulting absolute counts are too high. Customer uses multi check controls which also show higher values than the acceptable ranges. Customer run the same tubes on a different instrument (also facscanto ii) and got correct values within the acceptable range. The analysis was done using facscanto clinical 3.1. Work performed: sample rate check, ssc-a / percp-cy5-5-a in low / med / high using true counts: sample pressures 3.70 / 4.00 / 4.30 psi 4.10 psi> ok. Check electronic abort count: 2 possibly on processed events 5643> ok. Sheat flow 18.4 ml / min. Sheat pressure, sample pressure stable. Blue laser 13.11 mw, red laser: 16.80 mw, violet laser: 15.91 mw. Readjust blue laser kineflex. Violet laser power is low> customer is aware of this flowcell reflections right side on fwc. Reinstall facscanto software. Targets are measured on ssa / percp-a and ap / pe-a. Multicheck facscanto sw executed by customer> passed. Cst performance chrck> passed, customer can use device. Cause: readjust kineflex blue laser, solution: readjust kineflex blue laser, returned sample evaluation: a return sample was not requested because there were not parts replaced. Risk analysis: risk management file part #338960-03ra, version a, bd facscanto ii flow cytometer (optics) fmea was reviewed. The severity rating in this file is an ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no item: 2. Blue laser. Function: 2.1 excites blue dyes. Potential failure mode: 2.1.3 poor mode quality (high m^2). Potential effects of failure: 2.1.3.1 detection sensitivity specifications not met. Potential causes/mechanisms of failure: 2.1.3.1.1 laser cavity problem. Current controls: use of single mode fiber prevents poor mode quality. Laser cavity monitors laser power, sw reports laser power.. Recommended actions: n/a. Responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Sev: 8. Occ: 2. Det: 3. Rpn: 48. Mitigation(s) sufficient ¿yes ¿no root cause: based on the investigation results the root cause was due to the kineflex blue laser being out of alignment. Conclusion: based on the investigation results, the root cause of why the customer obtained incorrect absolute counts on patient samples on the facscanto ii was due the kineflex blue laser being out of alignment. The fse confirmed the issue, readjusted the blue laser and performed various diagnostic tests. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is low as there was no impact to patient health or safety. H3 other text : see h10.

Event description:
It was reported that during use with a bd facscanto¿ ii system w/fluidics cart high absolute counts occurred with patient samples. There was no reported patient impact. The following information was provided by the initial reporter: customer reports that the same issue of case (B)(4) came back. Customer is running patients' samples prepared manually in trucount tubes and the resulting absolute counts are too high. Customer uses multi check controls which also show higher values than the acceptable ranges. Customer run the same tubes on a different instrument (also facscanto ii) and got correct values within the acceptable range. The analysis was done using facscanto clinical 3.1.